Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour before the end of therapy, an external solution leakage was noted from the bottom of a revaclear 400 dialyzer. No alarms were displayed. The blood in the circuit was returned to the patient and the filter was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.